Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from five years to eleven months in one year time period a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). According to this analysis, there is sufficient battery capacity for the device to maintain normal therapy functions during that period of time. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from five years to eleven months in one year time period a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). According to this analysis, there is sufficient battery capacity for the device to maintain normal therapy functions during that period of time. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from five years to eleven months in one year time period a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). According to this analysis, there is sufficient battery capacity for the device to maintain normal therapy functions during that period of time. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was retained by the explanting hospital and its return to boston scientific is being discussed.